Event description:
It was reported that the infusion set connector came off the pump while the user was sleeping, leading to an infusion set and cartridge supply change that was completed with agent guidance and subsequent insulin delivery resumption; the issue involved the infusion set component and reflected an incorrect procedure or attachment. No reported clinical signs, symptoms, or conditions, and blood glucose was unaffected. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to the infusion set connector. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.